Manufacturer narrative:
No product problem detected. Monolithic crown could not be removed from dental implant. Implant had to be removed. The monolithic crown is not enclosed and will not be claimed.

Event description:
Monolithic crown could not be removed from dental implant. Implant had to be removed.